Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with a corroded motor home switch. No traces of moisture were noted at the electronic assemblies. The pump powered up properly after battery installation. The pump was received with operating currents within specification. No battery out limit alarms were noted. The pump was received with broken battery tube threads, a broken belt clip slot, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 200 mg/dl. The customer reported dropping the insulin pump into the water before the alarm occurred. It was also found a battery out limit alarm occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.